Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low flows and reduced power. Interrogation of the pump noted pump stops. The hospital planned to assign the patient an ungrounded patient cable and power module and possibly pursue an external driveline repair at a later time. A review of the log files showed 11 pump stops and 25 low speed advisories intermittent from (B)(6) 2020. Speed drops were as low as 0 revolutions per minute. The issues appeared to only be occurring while the ventricular assist device (vad) was connected to the mobile power unit (mpu) or the power module. The x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twists or turns to the driveline as possible. X-rays images of the patient's driveline indicated damage suspect area on the external portion of the driveline. The patient was asymptomatic. The patient was sent home with a non-grounded cable. The center plans to perform an outpatient repair in the near future. No further information was provided.

Event description:
The patient continued to be supported outpatient on an ungrounded patient cable. No additional pump stops were reported.

Manufacturer narrative:
Section b5: additional information. Section d10, h3: corrected data. Section d10: a segment of the percutaneous lead was returned only. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was later reported that approximately 19.5 inches of the patient's external percutaneous lead were replaced on (B)(6) 2020. The patient was provided with care instructions.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported low speed and pump stop events were confirmed via the submitted log file data. The submitted log file contained data spanning from (B)(6)2020 at 14:16:50 to (B)(6)2020 at 13:57:00, per the timestamp. Low speed events and pump stop events with associated low speed/flow alarms were captured from (B)(6)2020 while the system was supported with the mobile power unit. An additional low speed event and a pump stop event with associated low speed/flow alarms were recorded on (B)(6)2020 while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by a technical services representative on 18may2020. The approximately 18.5" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. No further alarms have been reported at this time and the patient remains ongoing on (B)(6), connected to an ungrounded patient cable. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing this event.